Manufacturer narrative:
Continuation of d10: product ID 8781, serial #: (B)(6), product type catheter, product ID 8784, serial #: (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient reported worsening pain without relief following ptm activations. The pump was refilled with saline, and system was explanted.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for neuropathic (injury to tissue of nervous system) and lumbosacral neuritis. It was reported that the patient reported worsening lumbar radiculopathy. During the pump refill, a significant reservoir volume discrepancy was noted: expected reservoir volume irv: 5.6 ml, actual reservoir olume aav: 34 ml. The pump also could not be interrogated. The pump was viewed under fluoroscopy, confirming the pump had flipped within the pocket, which indicated a probable catheter kink. The pump was manually returned to the correct position and the reseroir was accessed. The plan was for a catheter and pocket revision. On (B)(6) 2025 the patient was frustrated with the device complications and financial burden of device maintenance. Patient had instead opted to wea n from therapy and have device explanted. On (B)(6) 2025 the patient reported worsening pain without relief following personal therapy manager ptm activations. Pump was refilled with saline, as patient opts to proceed with explant. Patient also reported pain at ca theter site. Cause was not known. The patient was advised to werar an abdominal binder. No further action planned.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. The 8784 and 8781 catheter were returned and analysis identified twisting and a kink in the catheter body. Continuation of d10: product ID 8781 serial# (B)(6) product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.